Event description:
It was reported that the atrial lead wire was not working correctly and that the atrial lead was oversensing in the bipolar mode. The lead had been reprogrammed to a non-atrial sensing mode. It was further reported that the lead warning triggered, and the lead exhibited oversensing. The lead was programmed off, and remains implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that the atrial lead wire was not working correctly and that the atrial lead was oversensing in the bipolar mode. The lead had been reprogrammed to a non-atrial sensing mode. The lead remains in use. No patient complicaitons have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.